Event description:
The complainant used the dressing along with other wound care supplies that were provided by mail from a medical supply company. The patient used the dressing in conjunction with medihoney and a zinc oxide paste wrap. He claimed to have used 3-4 dressings, and at a routine dressing change "2 days later" a worsening condition of the wound was noted. The patient has reported daily grievous pain and bodily injury with use of the product; however, no images or photos have been received yet by covalon after repeated attempts at contact and requests for additional information.